Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm found that the damage to the coiled cable consisted of a broken plastic p-clip, the fiber optic connector swiveled more than normal and had play in the connector. Fault codes 111 and 112 were also observed in the alarm logs. To resolve the issue, the stm replaced the fiber optic cable, tested the connection, completed the pm and performed all functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a scheduled preventive maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp) by a getinge service territory manager (stm), damaged coiled cables were found. No patient was involved during this event and no adverse event was reported.